Event description:
It was reported that the valve was explanted after an implant duration of approximately 3 years due to severe pulmonary stenosis. It was identified, through review of source documentation provided, that the valve had calcification. The subject device was initially implanted in the patient at age 10. Patient comorbidities: ventricular septal defect. The explanted device was replaced with another edwards bioprosthetic valve. There were no adverse patent effects as a result of the replacement. The bioprosthetic valve will not be returned for evaluation.

Manufacturer narrative:
Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. Although the root cause of this event cannot be confirmed, it appears that the patient's stenosis was likely caused by the calcification noted. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized, usually by glutaraldehyde pretreatment. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. Children and adolescents have been shown to have higher rates of bioprosthetic valve degeneration as calcification has been found to be more rapid and aggressive in children and growing adults. This well known relationship is explained by the pro-calcific metabolism of younger patients, which includes higher levels of blood calcium, phosphate, bone proteins, and enhanced parathyroid hormone and vitamin d metabolism when compared with adults. In this case, the subject device was initially implanted in the patient at age 10. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. It appears that this event was likely due to patient related factors and not a malfunction of the edwards valve. No further actions are possible with the available information.